Manufacturer narrative:
Date received by manufacturer: 02jul2019. Date of report: 02jul2019. A visual inspection of the data acquisition board revealed no anomalies. During testing of the data acquisition board, the reported event could not be duplicated. No failures were identified submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the value was set to 0 cm h2o, the proximal pressure value displayed -1.01 cm h2o. The fse replaced the data acquisition board and the issue was resolved.

Event description:
It was reported that the unit failed pressure accuracy testing. There was no patient involvement.